Manufacturer narrative:
The lot history records of the following sterile implants and individual component parts were reviewed in their entirety during the investigation. These records include quality inspection procedures, component inspection records, component print specifications, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of compliance. No non-conformances were found in any of these records that were reviewed. Description: himax 25mm x 22mm x 22mm - sterile kit, part number: 7125-2222kt, lot number: 300005; himax 25mm x 22mm x 22mm - component, 240012ep, 102994; himax 25mm x 22mm x 22mm - sterile kit, 7125-2222kt, 500165; himax 25mm x 22mm x 22mm - component, 240012ep, 102531; himax 25mm x 22mm x 22mm - component, 240012, 102469; himax 25mm x 22mm x 22mm - sterile kit, 7125-2222, 500139; himax 25mm x 22mm x 22mm - component, 240012ep, 102469; himax 25mm x 22mm x 22mm - component, 240012, 102469;

Event description:
Doctor reports that on (B)(6) 2018 he performed a midfoot and subtalar fusion case. He used crossroads staples in the midfoot to fuse the medial and intermediate cuneiforms to a navicular graft from the iliac crest that was harvested in the same surgery. This patient had mueller weiss syndrome which is an adult onset osteonecrosis of the tarsal navicular. At some point post-operation one of the clip legs broke in the patient. Doctor says the bones eventually fused even though one of the clip legs was broken.